Event description:
Biomedical engineering at the hospital reported that the tip of the bur broke after several minutes of use. There was no patient injury, and the broken bur tip was easily removed from the patient. The frontal sinus procedure was successfully completed with another bur.

Manufacturer narrative:
Engineering evaluation indicated that during use, excessive manual force against one side of the bur head while drilling caused the flexible stainless steel bur shaft to shear and the bur head to separate from the shaft. Product instructions inside each box of burs includes a warning: 'bending or prying may break the bur, causing harm to patient or staff. Excessive pressure applied to bur may cause bur fracture.'